Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced weakness and shortness of breath. Atrial undersensing was noted, with stored egms (electrograms) for monitored vt (ventricular tachycardia) showing tachycardia 1:1 with no atrial sensing noted. Atrial sensitivity was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.